Manufacturer narrative:
Investigation: visual inspection revealed that the seal and tension spring assembly had been removed from the loading device and returned separate. The seal had been completely unraveled and the blue string had been cut. The white collar was not present; the plunger had been depressed. A white string was returned tied to the seal. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked during use" could not be confirmed as the seal was received unraveled. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.